Manufacturer narrative:
H10: manufacturing review: a device history record review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 035 pta dilation catheter was returned for the evaluation. Visual evaluation was performed and device appeared bloody. During functional test balloon was attempted to be inflated but it was not able to inflate as there was water exiting from the outer catheter. A microscopic evaluation was performed and a longitudinal rupture was noted on the outer catheter. The longitudinal burst was noted near the strain relief. Therefore, the investigation is confirmed for the alleged catheter shaft burst as a longitudinal burst was noted to the catheter during microscopic evaluation and water was noted to leaking from the site of burst. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure through sfa, the catheter shaft allegedly busted. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that during an angioplasty procedure through sfa, the catheter shaft allegedly busted. It was further reported that another device was used to complete the procedure. There was no reported patient injury.